Manufacturer narrative:
The freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the patient felt moisture on the bed under the freedom driver. The patient picked up the driver and noticed a wet stain on the bed as well as on the bottom of the driver. The customer also reported that when the patient removed the onboard battery on the side of stain he noted moisture in the bottom of the battery well. The patient's wife inserted a "towel" to dry the well and inserted a different battery. The customer also reported that there were no alarms or changes during this time. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection revealed residue of a dried liquid inside the driver thus confirming the customer-reported issue of seeing moisture in the battery well. The driver in "as received" condition met all test acceptance criteria. Visual, functional and system management (smbus) data inspections of the onboard batteries used at the time of the customer-reported issue revealed that neither onboard battery exhibited evidence of electrolyte leakage. The onboard batteries in "as received" condition met all test acceptance criteria. While the customer-reported experience of seeing moisture in the battery well was confirmed through visual observation of liquid residue inside the driver, the driver continued to perform as intended. The liquid residue observed did not come from the driver or the onboard batteries and was therefore from an external source. Syncardia has updated labeling to strengthen the wording and cautions regarding freedom driver exposure to drops, rough handling and water ingress. Multiple sections in the labeling state that if the freedom driver is exposed to liquid/debris, the patient must exchange it for the backup freedom driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient felt moisture on the bed under the freedom driver. The patient picked up the driver and noticed a wet stain on the bed as well as on the bottom of the driver. The customer also reported that when the patient removed the onboard battery on the side of stain he noted moisture in the bottom of the battery well. The patient's wife inserted a "towel" to dry the well and inserted a different battery. The customer also reported that there were no alarms or changes during this time. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.